Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3887-56, lot# j0118473v, implanted: (B)(6) 2002, product type: lead. Product ID: 3887-33, lot# j0204697v, implanted: (B)(6) 2002, product type: lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3550-29, lot# n313965, implanted: (B)(6) 2012, product type: accessory. Product ID: 37714, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 37714, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that the health care professional changed the implantable neurostimulator (ins) placement from the front of the patient's body to the back 2 years prior to the report because the ins was flipping around. It was noted that the patient never had a good connection when it was in the front and had better coupling since the ins was in the back but not ideal coupling. The reporter noted that the patient had had no weight gain, weight loss or accidents.